Event description:
In this event, it was reported that a c-file separated. The separated piece was not yet retrieved and the patient will see specialist on (B)(6) 2015.

Manufacturer narrative:
Product has been evaluated according to our prescription and was found in compliance with specifications. Nothing unusual to report was found during DHR review. Root causes are not identified.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.